Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: unexplained power on reset (por) events was observed in the black box. No damage was found to the returned battery cap. The returned battery cap contact height and width measurements were within specification. The returned battery cap tightly secured to the pump with no visible yellow o-ring. During testing, the pump booted to the verify screen with audible and vibratory tone as per normal procedure. The pump was exercised for 24 hours with the returned battery cap; no por¿s were duplicated. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit. The reported complaint was verified in history but was not duplicated during testing. Unrelated to the complaint, the battery compartment was observed to be cracked below the bumper pad. The audio bolus button cover was also found to be torn; however, the button was still found to be responsive during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.